Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (B) (4) and MFR (B) (4) for the same event.

Event description:
Hospital complained about having no table height displayed on this x-ray system. Upon further investigation, it was determined that a pt had received a burn and the physicist was trying to calculate the skin dose received by pt.